Event description:
According to the reporter, during an electromagnetic navigation bronchoscopy (enb), on the 1st trial after the registration, the green dots were missing completely in the left lower lobe when registration was checked. During the navigation tentative, the system di d not show a correct pathway in the virtual view and the catheter position shown in the navigation did not match the position shown in the c-arm view. On the 2nd trial after the registration with same catheter was performed, the green dots and path were missing in both lower lobes at this time, but the bronchoscopy was done correctly. On the 3rd trial the system was restarted, the catheter was changed and the sensors were re-positioned on the patient's chest. Another time registration dots in both lower lobes but all five checkmarks complete. The case was cancelled due to the issue and would re-scheduled on another date. The patient was under general anesthesia.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.